Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.3 (9:40am), lab: ng. Date: (B)(6) /2010, ng, 6.9 (2am). On (B)(6) 2010: pt was sent to the ER due to shortness of breath. On (B)(6) 2010: pt had internal bleeding in lungs and was treated with vitamin k. Pt's therapeutic range: 2.5-3.5 inr.

Manufacturer narrative:
Investigation pending.